Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue during DHR review. Trending analysis by lot number was reviewed from 04/24/2015 to 10/21/2015 and trending was not exceeded. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The cause of the issue could not be verified as the product was not returned for analysis. DHR review showed that all process specifications were met before release of product therefore it is unlikley that the issue was manufacturing related. The cycle completed and the customer has stated that no further issues with the ci strips have been encountered with the new strips that were another lot; therefore a unit issue is unlikely. The cause of the issue could not be definitively concluded. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 154511-01. Expiration date - 12/31/2016.

Event description:
The customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00563 and 2084725-2015-00564.